Event description:
The customer stated she tested her blood glucose using her contour meter and received a reading of 249 mg/dl. She stated that she was feeling ok, but her boss called an ambulance. When paramedics arrived, the customer's glucose was tested at 34 mg/dl. She was treated with glucose. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.